Event description:
It was reported that the customer experienced elevated blood glucose levels (599 mg/dl). The customer attempted to deliver a bolus and received an "occlusion" alarm. Cartridge and infusion set were successfully changed, and insulin delivery was resumed with no further occlusions occurring. The customer delivered a manual injection to stabilize her blood glucose level. Cartridge had been in use for 4 days.

Manufacturer narrative:
Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.